Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3487a-33, lot # v048835, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported the device was at end of life status. Impedances were checked at 3v and 450 pulse width. One combination (c-0) was greater than 4,000 ohms. Other combinations ranged between 300 and 3,700 ohms. Four days later, it was reported there was normal battery depletion. No further issues were reported at that time. A follow up report will be sent if additional information is received.